Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03257. It was reported that the both of the patient's scs leads had fractured. Surgical intervention occurred where the leads were explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
The event of high impedance/fracture was reported to abbott. The leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.